Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a contact detach 6 mm 23" infusion set; there were no alarms indicating stopped insulin delivery, and the user had changed the infusion set a few hours prior, then performed another set change with troubleshooting and education completed. Symptoms included elevated blood glucose up to 229 mg/dl for a couple of hours without alerts for sustained hyperglycemia, and without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, no ketone testing, and no use of backup therapy; glucose decreased to 170 mg/dl and was trending downward after the guided set change. Investigation included customer interview, product use review, and troubleshooting focused on infusion set replacement and verification of delivery status and alarms. Investigation of this case revealed hyperglycemia of unclear cause with no device alarms or confirmed delivery interruption, and no identifiable infusion set leak or detachment at the time of assessment. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.